Event description:
It was reported that the patient presented with two episodes. An alert indicated low impedance and possible output circuit damage. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.